Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - per instructions for use, under smc device placement: do not apply excessive pressure to the suture trimmer or suture. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, needle deployment and suture retrieval worked without a problem; however, after using the suture trimmer on the rail suture, the suture trimmer could not be removed. Manual compression was applied against the skin level to remove it without any effects. Excessive force was used to remove the suture trimmer. The suture broke and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult removal and subsequent suture breakage was confirmed. The reported experience appears to be related to user technique and not a product quality deficiency. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Instructions for use under precautions states; do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance had been determined.